Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle in delivering insulin.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 265 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.